Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A product liability lawsuit was received through a watch service. The lawsuit alleges the following: on or about (B)(6) 2024, the patient¿s port-a-cath ii power p.a.c., item number 21-4483-24, and lot number 4420780, was explanted due to redness, swelling, and tenderness at the port site. The device was implanted for the purpose of administering chemotherapy and intravenous access to treat metastatic anal cancer on or about (B)(6) 2023.